Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported resistance while filling multiple cartridges. The customer changed the syringe/needle and the cartridge was successfully filled. There was no reported impact to blood glucose.